Event description:
(B)(4). The dealer reported that the m91 power wheelchair stopped moving forward or backward, and upon command, it would just click. However, it could move sideways. There was no patient injury reported.